Event description:
The device was used during a thoraco lung partial resection. Reportedly, in instrument was difficult to open and broke. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.